Manufacturer narrative:
(B)(4). Thirty-six (36) samples in packaging were returned in connection with this complaint. All of the returned samples were functionally tested for leakage per internal specifications and passed. The defect was not able to be replicated. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. While we are unable to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient was having a 5fu bottle being infused. When the patient looked down he noticed blood on his shirt. No injury reported.